Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The patient was hospitalized (duration and date not reported) and treated with IV antibiotics (date and duration not reported), however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6), 2023. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 13, 2023.